Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation four electronic photos were provided for review. The investigation is inconclusive for the reported suction problem and air leak issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h6 (method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during port placement procedure, the device allegedly had air leak. It was further reported that another syringe was used and failed to create negative pressure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during port placement procedure, the device allegedly had air leak. It was further reported that another syringe was used and failed to create negative pressure. The procedure was completed using another device. There was no reported patient injury.